Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a prospective patient regarding another patient with an implantable neurostimulator (ins). It was reported that a prospective patient was reading a review online about someone being jolted. When asked for further details the caller stated they were just (B)(6) reviews and didn't know who it was or any further details. No further complications reported.